Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "hardened."

Event description:
Patient representative reported a left side "implant rupture. They had to remove it in pieces...hardened after that." Device has been explanted. Manufacturer of the device is unknown.